Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker is implanted with a competitor right atrial lead. The remote monitoring report showed a lead safety switch without device data. Boston scientific technical services reviewed the data which displayed minor impedance variation and high out-of-range (oor) impedance measurements greater than 3000 ohms. Additional testing was recommended. This system remains in service. No adverse patient effects were reported.